Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# n185117001, implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n188498, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n185900007, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the event logs had recorded a motor stall on the day prior to report at 3:03pm and there was no recovery recorded. The reporter indicated that the patient had first heard the alarm at around 7pm that night. It was indicated that the patient was doing okay at the time of report, but he also had oral medications. Two weeks prior to report, the patient had gone through security and was ¿wanded¿, though it did not correlate to this event. In addition, the patient had not had ¿an MRI or anything¿. It was stated that the reporter would update the pump to minimum rate mode if the patient was being treated by other means. The device system was used to deliver fentanyl and bupivacaine. Three days later, it was reported that the pump had been put in stopped pump mode when the patient was last with the healthcare provider (hcp). It was stated that the pump was reading that it had been stopped for 92 hours and 8 minutes. They never silenced the motor stall alarm and it was ¿driving the patient crazy¿. It was indicated that the hcp would put the pump in minimum rate mode and silence the active alarms. That same day, it was also reported that they had not initially been able to silence the alarm and the patient was annoyed by the tones. In addition, the hcp didn¿t want to turn the pump off. The patient had noticed that he was going into withdrawal and his pain was returning, so he had been taking oral medications. It was noted that the patient¿s surgeon was not available and the reporter was not sure when he would be returning. The patient¿s previous refill was six weeks prior to report and the next one was supposed to be on april 8th. About six months prior to report, the patient went in for imaging of his lower back, but the reporter could not recall what the imaging was for.

Manufacturer narrative:
(B)(4).